Manufacturer narrative:
Pump: model- 72404127, lot sn-(B)(4), mfg date- 06/09/2016, exp date- 05/24/2017. Balloon: model- 72400024, lot sn- (B)(4), mfg date- 06/23/2016, exp date- 06/06/2021.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the revision was due to malfunction and patient dissatisfaction.